Event description:
It was reported that prior to an unknown procedure, the 4-40 stud was broken before the device used on the patient. Another device was used to complete the case. No patient consequence.